Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence adn urinar y/bowel disfunction. It was reported that for the past 3 days they had been having extreme pain at the implant site. The patient stated that the implant was on their right buttock and it felt like the implant had shifted or something. The patient said the pain was coming from the incision site and radiating down their right leg. The patient mentioned that they couldn't sleep last night because of the pain and it was keeping them up. The patient tried turning the therapy off last night and it didn't change anything. The patient confirmed that the therapy was still working. The patient reported that on (B)(6) a toddler hit them directly over the implant with their fist, then threw a toy at the site. The patient developed the pain after that incident, and it had gotten progressively worse. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated their managing hcp was currently out of network. The patient stated they also reached out to their primary doctor who was not familiar with the ins. The patient was wondering about going to the ER. The agent reviewed that in the setting of severe pain the ER should be able to do an evaluation. The agent provided patient with national answering services and technical services phone numbers to provide to the hospital staff if needed. The patient stated their dad would be driving them to the ER after they finished work.